Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 58cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragment. In particular 7cm and 11cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages such as a deformed rv shock coil and a torn insulation 26cm proximal to the lead tip, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 87 months, it was reported that the patient received inappropriate shocks due to oversensing in the ventricle channel. The lead was explanted and replaced with a new one.